Event description:
It was reported that the participant experienced a severe high blood glucose event characterized by glucose that would not come down, consistent with hyperglycemia of unclear cause while using the ilet bionic pancreas. Symptoms included hyperglycemia. Outcomes included the need for medical attention or intervention consistent with a serious event. Investigation included a review of available use history and complaint details. Investigation of this case revealed no device malfunction reported and no confirmed device component failure, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence linking the device to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.